Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material remained in the device since the reprocessing was not conducted completely due to occurrence of leakage from the biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The event can be detected and prevented in accordance with the following instructions for use (IFU): ¿ the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ¿ the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found all labels were illegible. Instrument channel and forcep channel leaked. Angulation was low. Issue with the control knob movement in the up/down/right/left. Distal end plastic cover had scratches. The glue on the objective lens and light guide lens were cracked. The distal end rubber had a pinhole. The distal end glue was cracked. The light guide tube was wrinkled. The scope connector boot broke. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Foreign matter questionnaire (cleaning, disinfection and sterilization / cds) the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had no idea what the foreign material was or when the foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was pre-soaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There was no other concerns regarding the reprocessing from the facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had air/water leakage from the instrument channel. There was small bubbles from the instrument channel. In addition, it was reported that there was a plastic piece coming out of the air/water nozzle. The connector for the universal cord that connects to the light guide was missing one piece and was marked with orange tape. Also, the glue on the distal end was missing. The issue was found during reprocessing. There were no reports of patient harm.